Event description:
It was reported that two small battery drive casing for 14.4v batter work intermittently. The drill would not function with the battery attached. The drill was not used in surgery. The issue was discovered during pre-testing of the devices while monthly oiling of the drills. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The reporters complaint that this device runs intermittently could not be confirmed. The unit was tested and passed all manufacturing specifications. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. The item was previously returned for service on 2-aug-2013 due to not functioning. A service request for this item was called in on 30-dec-2013 for running intermittently. There are possible relevant issues identified in the service history review, but no conclusion can be drawn. (B)(4)